Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for a product quality investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. Adverse events associated with patient's first event reported via mw # 2210968-2021-03093. Adverse events associated with patient's second event reported via mw # 2210968-2021-05782.

Event description:
It was reported that a patient underwent a hernia repair on (B)(6) 2007 and the mesh was implanted. It was reported that the patient had the mesh removed and it was a hernia mesh. It was also reported that the patient had another mesh implanted. Additional information was requested.